Event description:
It was reported that the procedure was to treat the circumflex (cx) artery. The 3.0x8mm nc trek neo balloon dilatation catheter (bdc) was advanced to the target lesion without resistance to treat in-stent restenosis. The balloon ruptured during the first inflation at 8 atmospheres. Reportedly, the balloon had not been soaked prior to use. The bdc was removed from the patient and the procedure was completed with a 3.0x12mm nc trek neo balloon. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
H6:medical device problem code 2017 clarifier- incorrect prep the device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported that the device was not soaked prior to use. It should be noted that the coronary dilatation catheters, nc trek neo, instruction for use (IFU) states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. In this case, it is unknown if the IFU violation caused or contributed to the reported complaint. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.